Event description:
Received letter from law firm alleging consumer was on his way home when his chair allegedly tipped over allegedly causing injury.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.